Event description:
A report has been received from a dealer who states the motor jerks and pulls, like it's missing gears. In speaking with this reporter, it was learned that the end user has just been issued this device one month ago. She brought the device in to this dealer. No injury reported

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51p, serial number/date (B)(4) is approximately 4 months old. The owner's manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.